Manufacturer narrative:
This supplemental report was created to update b5: the device was explanted, d6b: explant date and h6: device explant. This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket erosion. The device had begun to erode but had not broken through the skin. The physician repositioned the device and used a cangaroo pouch to help prevent infection. There were no additional adverse patient effects reported. This rv lead remains in service. Additional information indicated that the patient developed an infection at some point following the initial procedure, and this rv lead was subsequently explanted.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket erosion. The device had begun to erode but had not broken through the skin. The physician repositioned the device and used a cangaroo pouch to help prevent infection. There were no additional adverse patient effects reported. This rv lead remains in service.